Event description:
It was reported that lead fracture was suspected. Review of x-ray confirmed externalized conductors. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.